Event description:
This is a direct laryngoscopy case. The laryngoscope was in the patient's mouth for lengthy period for procedure. The doctor noticed the scope itself was getting hot. No burn noticed, but had the potential. We took the light cord from the scope into a headlight box. We have brand new headlight boxes with new bulbs and higher intensity light. Suggested to turn down the intensity of the light which they did and the surgeon thought that this helped.